Manufacturer narrative:
H10: the lot number was not provided for the two reported malfunctions, therefore, a lot history reviews were not performed. Of the two reported malfunctions, devices were not returned for evaluation, however, medical records were provided and reviewed. Five electronic photos were provided and reviewed for one of the two malfunctions. For one of the two malfunctions, the investigation is confirmed for alleged filter tilt, perforation of the inferior vena cava (ivc), retrieval difficulties and filter limb detachment. The remaining malfunction is confirmed for retrieval difficulties and filter limb detachment. However, the investigation is inconclusive for filter tilt and perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model rf048f vena cava filter allegedly experienced difficult to remove, malposition of device, detachment of device and perforation. The information was received from various sources. Both malfunctions were involved patients with no reported consequences. Of the two malfunctions, one male patient was 22 years old and another female patient age was not provided. Weight of the two patients were unknown.

Manufacturer narrative:
Of the two devices, lot numbers were not provided, and lot history reviews could not be performed. Of the two devices, two devices were not returned to the manufacturer for evaluation; however, medical records were provided for both malfunctions. For one malfunction, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc), retrieval difficulties and filter limb detachment. For another malfunction, the company is still investigating the issue at this time. (Device: 4001).

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model rf048f vena cava filter allegedly experienced difficult to remove, malposition of device, detachment of device and patient device interaction problem. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. One (B)(6) year male and one female patients were involved. No other information provided for both the patients.